Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Initial reporter occupation is lay user/patient. This event occurred in (B)(6). The patient's test strips were requested and returned for investigation. The returned test strips and vial showed no defects. The returned test strips were tested with a retention meter and retention control solution. Testing results (qc range: 2.6 - 3.2 inr): qc 1: 2.9 inr. Qc 2: 2.9 inr. Qc 3: 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. The patient's meter result was 1.4 inr. Two hours later, the patient's laboratory result was 2.7 inr. The patient's therapeutic range is 2.5 - 3.5 inr.